Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil, a winding former with a needle/suture combination, two dispensed sutures and seven detached needle of product code vcpb841, lot # mm7800 were returned for analysis. During the visual inspection of sample, (a) the insertion of the suture did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. Three representative samples of product code vcpb841, lot # mm7900 were returned for evaluation. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and each packet contains eight strands. The swage and attachment area of three needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force meet with the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports mw 2210968-2019-81497, 2210968-2019-81498, 2210968-2019-81499. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related devices reported in mw 2210968-2019-81497, 2210968-2019-81498, 2210968-2019-81499.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle was detached from the suture during use on the fascia. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.